Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: visual examination: the needle had speared through the catheter tubing. A v-shaped cut left by the needle tip was observed on the catheter tubing. Picture reflected similar findings. Investigation conclusion: complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: a definite source that caused the damage observed on the catheter was indeterminate, it is unknown if it happened during manufacturing or during/prior use. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter has been pierced by the needle. This was discovered before use. The following information was provided by the initial reporter: catheter have been pierced before use.